Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that these contact lenses were recommended by his eye doctor and the first month there were no issues but after that they started to hurt his eyes and they also seem to dry out quickly. The consumer tried to put them after waking up but immediately eyes started burning. He took the contacts out and apparently it ripped away a bunch of skin off from his cornea. The consumer sought medical attention and it was diagnosed as keratoconjunctivitis. He was prescribed with fluorescein, proparacaine and ciprofloxacin and was instructed to use as needed for about 3 days. He again tried wearing a new pair, after wearing them he again experienced burning sensation and he stated that he is having a hard time looking at the computer screen to work. The current status of consumers eye was not resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).